Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report #s 1627487-2015-00061. It was reported the patient was not receiving effective therapy coverage. A previous diagnostic test revealed high impedance measurements for several lead contacts. Surgical intervention was undertaken, and the leads were reportedly damaged. As such, the devices were explanted and replaced. Adequate therapy coverage was recaptured for the patient following the procedure.